Event description:
As reported by the patient, they did not adapt to the test lenses and developed an infectious corneal ulcer in both eyes (bacteria in the cornea) while wearing the test (trial) lenses. The patient sought medical attention was prescribed an antibiotic ophthalmic eye drop and a lubricant eye drop. The event has resolved. No further information was provided.

Manufacturer narrative:
The lot number is unknown and no samples were returned for evaluation. A trend review was performed and no adverse trends were identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).